Event description:
It was reported that the device alerted due to oversensing on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 419388, implanted: (B)(6) 2008; product ID: 5076-52, implanted: (B)(6) 2008. (B)(4).